Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu generator involved with this complaint to perform failure analysis, which is still in progress as of the date of this report. The root cause of the customer reported failure mode could not yet be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This is considered a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to a non-recoverable error with the iesu.

Event description:
It was reported that during a da vinci-assisted bladder augmentation surgical procedure, there was an error c-34 on the integrated electrosurgical unit (iesu) generator. Before calling technical support, the customer already replaced the instrument and cables with no success. The technical support engineer (tse) checked the logs and confirmed the error c-34 pointing to low voltage inside the iesu generator. The tse requested an iesu restart but that did not resolve the problem. The generator will need to be replaced. The customer aborted the procedure to re-schedule it for later. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was checked at the beginning of the day and no faults were observed. The operation started and the monopolar diathermy was fully functional for a while until it stopped working. The customer tried to swap cables and instruments, but the error continued. Intuitive technical support was contacted, and the customer was informed that the fault could not be fixed. A potential work around was suggested with a specific other diathermy machine, but the customer didn't have one in their hospital. The customer had only started to drop the bladder (completed) and were not at an irreversible stage of the procedure, and then decided to abandon the procedure at the time and relist when working. The patient had 6 ports placed and the bladder was dropped before the robotic fault therefore there was unnecessary "injury". No post-op complications except the patient will require relisting for the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electro surgical unit (iesu) has been returned and evaluated by the failure analysis team. The iesu was placed on an in-house system and run in normal mode and the reported failure was confirmed and reproduced.